Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: investigation revealed moisture behind the display. Due to the moisture, the display was illegible. Investigation revealed a crack in the pump casing near the upper right corner of the display. Leak testing revealed a leak at the crack in the pump casing. The pump casing was removed, and there was evidence of moisture found on the transceiver board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display and the display was cloudy but still legible. There was no indication of any damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.